Event description:
A medtronic representative reported a navigation system vertek arm that was damaged and would not tighten securely. There was no patient present when this issue was identified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. RMA issued. Suspect vertek arm not returned to manufacturer for analysis.